Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
B5 describe event and d6b. If explanted, give date (mo/day/yr); corrected information; initial MDR inadvertently omitted information known prior to submission